Event description:
On (B)(6) 2017, I received lasik surgery on both eyes at (B)(6) in (B)(6). Since approx mid-(B)(6). I have noticed the inability to focus on objects at about 15 ft distance or further. The object will come into focus and then go out of focus randomly. I have contacted lasik plus several times to discuss the issue with the staff or drs and inquire about further testing. Every time I call I am placed on hold and the line is eventually disconnected or transferred to voicemail to which my messages are never responded. (B)(6).